Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that during a computed tomography (CT) scan the patient felt a pop in his neck and instantly went numb from the neck down. The patient went to the emergency room.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that during a computed tomography (CT) scan the patient felt a pop in his neck and instantly went numb from the neck down. The patient went to the emergency room.